Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure the physician stated there were three to four beats of loss of capture. It was noted that the device had been programmed to electrocautery mode. Boston scientific technical services (ts) was consulted and discussed that the defib detect circuit will truncate pacing beats when an abundance of noise is detected. No adverse patient effects were reported and the system remains in service.